Event description:
Patient underwent spaceoar vue placement prior to planned radiation therapy. After the procedure the patient developed shortness of breath and urticaria. He was seen in the emergency room and admitted overnight. Received steroids and anti-histamine treatment. Dyspnea improved but intermittent urticaria continued for approximately 1 day.